Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress and electrical/electronic component problem due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited blurry and indistinguishable image, worn slightly, interrupted and weakened light guide fibers glass in the insertion part, component failure of the universal cord and component failure of the light guide bundle. There was no patient involvement.